Manufacturer narrative:
The suction valve was returned to service center for evaluation. The device was not returned in its original packaging. Therefore, the actual lot number was unable to be identified. . A visual inspection was performed on the returned device and found the suction connector almost entirely broken off from the main body of the suction valve; therefore testing of the valve with a compatible endoscope could not be performed. Additionally, the valve button is also separated from the main body, and signs of damage (deep indentations) can be seen on the main body itself. The IFU states the following, ¿firmly attach the suction valve to the instrument channel port. If the suction valve is attached to the endoscope improperly with gap between the base of the suction valve and the top of the suction cylinder, suction valve may detached from the endoscope and may cause patient debris to leak or spray from the gap.¿ although the user¿s experience with this device could not be replicated as the valve was damaged upon receipt, the device is pre-counter measure and therefore a part of an affected products list which has a corrective action in place. The most likely cause of the reported phenomenon was attributed to excessive force applied to the suction connector. The original equipment manufacturer (OEM) conducted an investigation with the use of suction valves from same lot/batch retained by the manufacturer. Based on the OEM¿s investigation, an increase of reported complaints was observed since the manufacturing process and molding supplier for the suction valve were changed or replaced on aug, 2018. The OEM reported that the suction valves that were manufactured prior to and post the changes meet the product¿s standard for stiffness. However, when an unexpected large load or excessive force is applied to the suction connector, the OEM confirmed that the product before the changes did not break, but the products that were manufactured after the changes were breaking or may break.

Event description:
The customer returned a broken endobronchial ultrasound (ebus) suction valve to the service center with no further information. Due diligence has been unable to obtain any additional information.